Manufacturer narrative:
The device was explanted without a stated reason. Final analysis found an integrated circuit anomaly which resulted in high pacing impedance.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-20487. Related manufacturer reference number: 2017865-2021-20490. It was reported that the implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted for unknown reason. The patient condition was unknown.